Event description:
It was reported that when a patient presented in-clinic with chest pain and fever, noise was observed. Perforation was observed during the lead revision. The lead was explanted and replaced when revision was unsuccessful. The patient was in stable condition post-procedure, and is scheduled for a chest tube. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).